Event description:
The customer stated that the unit had an ECG comm error with no cable attached. No pt involvement. Factory service identified that the device would only deliver 25% of the selected energy.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused a weak connection between a cable (result code 423) and its connector (result code 435) on the preamp circuit board. The connector was removed and the cable was soldered directly to the circuit board per a released engineering change order to resolve the issue. A secondary finding identified during the investigation is that the device would deliver 25% of the selected energy level. This condition was caused by insufficient solder on a solder joint (result code 511) generating an open circuit (result code 122) causing the loss of half the require signal. Resoldering the connection resolved the issue. Upon completion of repairs, the device was returned to the customer.